Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the device pocket never healed. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of the system revision due to infection and the device pocket did not heal. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.